Event description:
It was reported to tyco healthcare/kendal in june 2005 that a custoemr had a problem with the co's dental injectors. The customer alleges that the tips are detaching from the tubes.